Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion of foley catheter, urine leaked from the bifurcated part of the funnel.

Manufacturer narrative:
The reported event was unconfirmed. Two photos were received for evaluation. The first one showcases the two-way catheter with a red arrow pointing at the union between the catheter shaft and funnel. The second photo zooms into the same spot with a red arrow pointing at it. It was also received 1 all-silicone foley catheter with sample port connector. The drainage funnel was flushed, and no leaks or obstructions were evidenced. It was attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) but a leak was evidenced at the union between the shaft and the funnel in the inflation arm side. The pinhole measured less than 0.011". No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion of foley catheter, urine leaked from the bifurcated part of the funnel. Per sample evaluation received on 04jun2024, it was found that the sample was deflated by itself with leakage during evaluation.